Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the issue was resolved. The device was replaced.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that a while back, 2 years ago or about 3-4 years ago, they forgot about their stimulator and went through a courthouse metal detector and their device flipped inside, it flipped like a 180 degree turn.  They could feel it and they went to the emergency room and the ER staff had no idea about their device.  The patient said they told their doctor in delaware about it and everything "panned out."  The agent asked the patient to clarify the timing of when the event happened and the patient said they had to have their stimulator replaced and since then everything was fine.  The device was fine.  They could not remember when it happened. The patient also mentioned they had been trying to use their handset because they had been having some control issues but when they increased stim they experienced pain in the pelvic floor area. The agent reviewed stim sensation information. The agent offered and sent listings. They were redirected to their doctor.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.